Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, broken belt clip rails, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer.

Event description:
It was reported via phone call that the cracked retainer ring had fallen from around the reservoir compartment. The customer's blood glucose was not given. They were advised that the insulin pump would need to be replaced. The pump was returned for analysis.